Event description:
It was reported that the patient experienced unspecified issues with his previous artificial urinary sphincter (aus). A surgical procedure was performed in which all the components were explanted due to unknown reason and replaced with a new aus system consisting of a 4 cm cuff, a control pump and a 61-70 cm balloon. No patient complications were reported in relation to this event. No more information is available at the moment, additional information was requested and will be provided as relevant information becomes available. Additional information received. The patient presented urinary incontinence.